Event description:
It was reported the pt had a device put in recently and explanted in 2009. The device was explanted because the pt was complaining of adverse side effects. The device was not available for analysis. A follow-up report will be submitted if additional info becomes available.